Event description:
New information received indicated that after the patient was discharged, he experienced chest pain and returned to the hospital's intensive care unit. The physician found it difficult to control the patient's heart rate using only medication and the patient experienced cardiac arrest during this treatment. The patient recovered from the cardiac arrest but had to remain in the intensive care unit for another 8 days due to excessive bleeding from this wound. The patient was then treated with wound vac for an additional two weeks for the device pocket to heal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection and his implantable cardioverter defibrillator system was removed. The patient was then treated with antibiotics and was discharged from the hospital.